Event description:
It was reported that the 9900 system remote user interface joystick would not work in the lateral position. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.